Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Six ventricular non-sustained tachycardia episodes <(><<)>=210 ms occurred between (B)(6) 2013. Four ventricular fibrillation episodes at <(> <<)>=210 ms occurred between (B)(6) 2012 and (B)(6) 2013. Five lead failure predictor rate non-sustained episodes <(><<)>=217 ms occurred on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(6) 2013. Concomitant products: d334trg implantable cardioverter defibrillator (B)(6) 2012; 4193 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2003; 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that there was oversensing noted on the right ventricular lead. A new pace/sense lead was added. The high voltage po rtion of the lead remains in use. No patient complications have been reported as a result of this event.